Event description:
Surgeon suspected valve had failed. Explanted valve and would like to have tested to see if valve malfunctioned.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.